Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose, motor error and no delivery alarms from the insulin pump. The customer had blood glucose of 400 mg/dl. The customer gave himself another bolus and received another no delivery alarm and motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also had low reading of 44 mg/dl and treated with orange juice. The customer was advised to rewind the pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. The customer stated that the pump did not alarm no delivery. The customer was advised to monitor the pump.